Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the patient stated that 'he had been close to a lightning strike recently that resulted in uncomfortable stimulation.' The patient stated that the device was acting 'fishy and jumpy.' It was noted that the patient turned the stimulation off and then on again after 30 minutes. It was further noted that the stimulation had been acting normally since turning the device back on. The patient outcome was not provided.